Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during setup. Per the initial report, home patient (hp) stated that the lines were leaking. The technical service representative (tsr) had the hp press stop and instructed the hp to start over with new supplies. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2011. The hp stated he was able to complete therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for this leak complaint is not confirmed, because a batch review could not be performed, the sample was not returned to baxter for evaluation. The patient stated there was a leak, but there is not enough evidence to determine an assignable cause code for this complaint. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.